Event description:
Patient with hematuria went to the operating room for ambulatory cystoscopy, bilateral pyelogram, and bladder biopsy. Per occurrence report, the c-arm malfunctioned during the procedure and the image was reduced, limiting normal full viewing. Per the urologist, he was able to visualize what was needed to proceed with the procedure and surgery was completed. The c-arm was removed from service, the service vendor was contacted and results are pending. Per the urologist, there was no adverse impact to the patient.